Manufacturer narrative:
Patient was revised to address liner disassociation. Visual examination of the returned liner and femoral head finds evidence to suggest liner disassociation after 14 years in-vivo. Wear found on the liner indicates the femoral head was eccentrically loading the edge of the acetabular liner. The liner is deformed with the rim oblong in shape. The ceramic femoral head shows evidence of gross titanium material transfer due to articulation against the titanium acetabular cup after disassociation of the polyethylene liner. The cup was not returned and mating damage cannot be confirmed. A search of the complaints databases identified no other reports against the liner lot code. The search and/or review of device history records was not possible against the cup as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information made available. Product problem has not been identified. Corrective action has not been indicated. Monitor via sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address liner disassociation.